Event description:
Surgical saw blade broke off during surgery on patient stryker 2108 series sagittal blade, ref # 2108-185-000 , lot 23143027. The saw was not in use at the time of breakage, it was sitting on the back table. There was no harm to the patient.